Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected and non-reproducible, lower than expected tsh results were obtained from two different levels of vitros total thyroid controls (ttc) using vitros tsh reagent with a vitros eci immunodiagnostic system. The most likely assignable cause of the events is instrument related. Vitros tsh precision testing performed was outside of ortho clinical diagnostics guidelines, indicating that the vitros eci immunodiagnostic system was not performing as intended. An ortho field engineer is scheduled to visit the customer site and perform service actions to return the instrument to expected performance. A vitros tsh lot 4970 performance issue could not be ruled out as a contributing factor as historical quality control data was not provided to verify the performance of the reagent at the time of the events. (B)(4).

Event description:
A customer obtained non-reproducible, higher than expected and non-reproducible, lower than expected tsh results from two different levels of vitros total thyroid controls (ttc) using vitros tsh reagent with a vitros eci immunodiagnostic system. The results obtained are as follows: vitros ttc level 1: 0.40 miu/l vs. Expected result of 0.068 miu/l. Vitros ttc level 2: 1.35 miu/l vs. Expected result of 2.41 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).